Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7115937.

Event description:
It was reported that the patient had inadequate stimulation. It was noted also that the lead was out of place. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device was disposed at the facility.